Manufacturer narrative:
Siemens filed the initial MDR 2432235-2011-00171 on 11/14/2011. A siemens field service engineer (fse) returned to the customer site for an additional service visit to troubleshoot a reoccurrence of false positive troponin (tni ultra) results. The fse noted that the acid and base system was contaminated and performed a decontamination of the acid and base lines with advia centaur cp cleaning solution, flushed and cleaned all wash station ports and verified wash station fluidics.

Event description:
A discordant advia centaur cp troponin I ultra (tni ul) result was obtained on a patient sample. The result was reported to the physician. Upon retest the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant tni ul result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data it was determined that the cause of the discordant tni ul result was due to a bent reagent probe which the fse replaced. The instrument is performing within specifications. No further evaluation of the device is required.